Manufacturer narrative:
Corrected information: g4 (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent an umbilical hernia repair surgery on (B)(6) 2021. The patient¿s peritoneal dialysis registered nurse (pdrn) indicated the patient was discharged to home on (B)(6) 2021 with a new pd prescription fill volume. The patient¿s 3,300ml fill had been reduced to 1,500ml fill during recovery time from the hernia. The change in fill volume was to remain in effect until further notice. The umbilical hernia date of diagnosis was unknown; however, the pdrn stated it was not pre-existing prior to the start of pd therapy (date not provided). The pdrn indicated the hernia was not worsened by the patient¿s pd therapy, however, the cause of the hernia was unknown. The pdrn reiterated that it was not related to the use of the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler with the reduced fill volume during recovery from the hernia repair.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient development of an umbilical hernia with subsequent repair and change in pd prescription fill volume. However, there is no documentation in the complaint file to show a causal relationship between the hernia development and the liberty select cycler. Additionally, the pdrn reported the hernia was not related to the cycler. Peritoneal dialysis patients are at an increased risk of developing a hernia due to increased stress on abdominal muscles causing weakness. Although a cause of the umbilical hernia was not established, based on the available information and no allegation of a malfunction, the liberty select cycler can be excluded as the cause of the patient¿s hernia requiring surgical repair and reduction in pd fill volume. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient underwent an umbilical hernia repair surgery on (B)(6) 2021. The patient¿s peritoneal dialysis registered nurse (pdrn) indicated the patient was discharged to home on (B)(6)30 2021 with a new pd prescription fill volume. The patient¿s 3,300ml fill had been reduced to 1,500ml fill during recovery time from the hernia. The change in fill volume was to remain in effect until further notice. The umbilical hernia date of diagnosis was unknown; however, the pdrn stated it was not pre-existing prior to the start of pd therapy (date not provided). The pdrn indicated the hernia was not worsened by the patient¿s pd therapy, however, the cause of the hernia was unknown. The pdrn reiterated that it was not related to the use of the liberty select cycler. The patient is continuing to complete pd therapy utilizing the cycler with the reduced fill volume during recovery from the hernia repair.